Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor and libre sensor kit were reviewed, and the dhrs showed the libre sensor and libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer received a "scan again in 10 minutes" message while wearing a adc freestyle libre sensor and was unable to obtain sensor readings. As a result, customer experienced symptoms of hunger, dizziness, and loss of consciousness. Customer had contact with a healthcare professional and a laboratory blood glucose result of 31 mg/dl was obtained. The customer received IV glucose treatment for diagnosis of hypoglycemia. There was no report of death or permanent impairment associated with this event.